Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the procedure was completed by moving patient to another system. The philips field service engineer (fse) visited onsite and analysed the system log files. The analysis identified the issue was due to faulty spc1 luc board. The philips engineer provided a replacement quote, however the customer declined further service. No further repairs were performed by philips. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system c-arm geometry was not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.